Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on february 21, 2018 with blood glucose of 302 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as ketones and not feeling good. The customer was wearing the insulin pump during the incident. The customer reported a protruded drive support cap and a compromised force sensor system alarm. Troubleshooting was not completed due to the compromised force sensor system alarm. The insulin pump will be returned for analysis.